Manufacturer narrative:
This event occurred in (B)(6). System service was performed. It was found that the small active cranial frame's geometry error was not available, but when test our same frame, it could be detected by camera. The small active cranial frame was damaged and needed to be replaced. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system couldn't track active tools. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The suspected cause of the issue is likely to be due to a damaged cranial frame.